Event description:
It was reported that the patient experienced abdominal stimulation. It was noted that the outcome was an ongoing event. It was noted that interventions included reprogramming. It was noted that reprogramming was unsuccessful and they could not get stimulation in the patient¿s back. It was noted that there was a surgical revision. It was noted that diagnostic methods used included examination and palpation. It was noted that x-rays on (B)(6) 2013 showed no lead migration. It was noted that the stimulation was not due to programming. It was noted that the event was related to the device or therapy. It was noted that the event was not related to the implant procedure.

Event description:
Additional information received reported that the outcome was ongoing with no further action needed.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 285240001, implanted: (B)(6) 2011, product type: accessory. Product ID: 389033, lot# v031039, serial# implanted: (B)(6) 2008, product type: lead. Product ID 389033, lot# v034872, implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).